Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had issues with medications was not talking with epic when verifying the orders. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the station had issues with medications was not talking with epic when verifying the orders. The technical support specialist (tss) connected to the server and resent the load messages from the station to the interface. When the customer reported that the issue was also occurring on other devices, the tss resent load messages for all stations at the site. The customer confirmed that no further issue was observed. The system functioned as intended after the technical support specialist troubleshot the device.